Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: an unspecified/ unknown quality issue was reported with the adc device. Customer reported receiving readings of "468 (mg/dl) to about 500 (mg/dl)" and as a result experienced hyperglycemia with symptoms described as "feeling bad and concerned," "I was sick," "headache, vision problems, and other things going on." Based on the information provided, there was no report of serious injury associated with this event. Adc customer service attempted to contact the reporter/customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful.